Manufacturer narrative:
Per tandem¿s t:flex user guide: novolog has been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Novolog was tested for up to 72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple intermittent occlusion alarms. It was noted that the customer would typically resume insulin and change the site. The customer's blood glucose level was in the 200's to 300's (mg/dl) with trace ketones and it was addressed with manual injections. Reportedly, the cartridge was in use for 3 to 5 days. System check could not be performed with tandem technical support as the occlusion alarm was not occurring at the time of the report.